Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this device displayed battery longevity remaining of one-half year. During the previous visit five months earlier, interrogation revealed one and one-half battery longevity remaining. An internal technical service consultant was contacted regarding this discrepancy. A memory download was performed and provided to engineering for their review. No adverse patient effects were reported.

Manufacturer narrative:
Upon removal and receipt, analysis will be performed and this event will be updated.

Event description:
Additional information was received. As there is a concern that the battery depleted more rapidly than expected, a decision has been made to replace this device in the near future. Upon removal, this device will be returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Additional information was received that this device was returned approximately 2.5 years post-explant. No further details regarding explant have been provided.